Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure an attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a non-tortuous and moderately calcified lesion located in the proximal rca. There was no damage noted to the packaging. Negative prep was not performed. The lesion was predilated. The device did not pass through a previously-deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used. It was reported that stent deformation occurred in vivo during positioning. The procedure was completed using another same size resolute onyx des. No patient injury was reported.

Manufacturer narrative:
Product analysis summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 9th distal stent wraps with struts raised. No deformation was evident to the distal tip. Kinks were identified on the transitional shaft at: 5.5 cm; 7.4 cm; 7.7 cm; 8.2 cm distal to the guidewire entry port. Deformation was identified on the transitional shaft at 14.3 cm; and 15.6 cm distal to the guidewire entry port. The inner lumen could not be verified with a 0.015 inch mandrel, due to kinks evident on the transitional shaft. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction to product analysis: deformation was evident on the distal shaft at: 5.5 cm; 7.4 cm; 7.7 cm; 8.2 cm distal to the guidewire entry port. Deformation was also identified on the distal shaft at 14.3 cm and 15.6 cm distal to the guidewire entry port. The inner lumen could not be verified due to deformation evident on the distal tubing. T. If information is provided in the future, a supplemental report will be issued.